Event description:
It was reported that the user experienced elevated blood glucose while attempting to restart the pump and expressed difficulty obtaining insulin delivery from the pump, after which education was provided on high glucose management and replacing the infusion site if a 300 mg/dl for 90 minutes alert occurs. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included customer contact and review of use instructions, with provision of patient success materials and guidance to follow high and low glucose response steps. Investigation of this case revealed no device alarms and that user technique and infusion site management required reinforcement, with cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to link a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.